Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system was making a audible alarm (beeping noise) and there were not any apparent visual indicators on the roller pump or central control monitor (ccm). When they went on pump, the beeping stopped. The device was not changed out, as they used the perfusion system for case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) performed operational checks on the perfusion system and all equipment meets MFR specs. Software data logs were received by the MFR on (B)(4) 2013 for eval.